Manufacturer narrative:
Sc-2218-50 (sn (B)(4)) device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. Sc-4316 (ln 17279140) device evaluation indicated that the clik anchor has a torn eyelet with missing silicone material.

Event description:
A report was received that the patient could not get coverage. It was also reported that the contacts were out on patient's lead. The patient underwent a lead replacement procedure. Device malfunction was suspected as contacts were out. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient could not get coverage. It was also reported that the contacts were out on patient's lead. The patient underwent a lead replacement procedure. Device malfunction was suspected as contacts were out. The patient was doing well postoperatively.